Event description:
A customer reported five erroneous troponin (accu tni) results, some were above the ami cut-off and others were in the risk stratification range. Actual results were provided only for two patients. The initial results were 0.16ng/ml and 0.55ng/ml for patients 1 and 2, respectively. The results were reported out of the lab. The samples were repeated on a different instrument in the customer's lab and results of 0.01ng/ml were obtained. A) corrected reports were sent. 5. Per customer, five patients were admitted to the hospital and two patients underwent a cardiac catheterization procedure.

Manufacturer narrative:
Patient 1 was admitted to the hospital and underwent a cardiac catheterization procedure. The adverse event box was marked accordingly.MDR reports for other 4 patients are:2122870-2011-007802122870-2011-007812122870-2011-007822122870-2011-00783

Manufacturer narrative:
The specimens were collected in 5ml lithium heparin plasma tubes and centrifuged at 6,000 rpm for 3 minutes. The samples were stored at room temperature prior to rerun. Qc was within specifications prior to the event. Qc, calibration, and system check failed after the event, and customer technical service (cts) recommended that customer discontinue using the analyzer until service arrived. A field service engineer (fse) was dispatched: a) the fse found a pinhole in one of the peristaltic tubings and installed new peri-pump. B) the fse verified pump aspiration. Qc and diagnostic testing passed. Hardware is the root cause for this event.